Manufacturer narrative:
The product involved in this event has not been returned to allow for an analysis to be performed.

Event description:
The customer reported the device is unable to obtain o2 saturation. No patient impact or consequences were reported.